Manufacturer narrative:
The preliminary risk assessment indicates: severity: preliminary 3 (critical). Reason: there has been no injury reported. The complaint behavior may potentially result in a serious injury. The gantry was rotating slowly. There are emergency-off buttons installed and they have been used to stop the unintended gantry motion. Probability: preliminary b (improbable). Reason: according to the user manual, the therapist must supervise the pt treatment all the time and stop any unexpected motion of the system before a pt is injured by moving parts. Final corrective action is pending further investigation. No other products are affected.

Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. An uncommanded motion of the gantry not stopped by interlocks, was stopped by the motion stop feature. The site rep reported that during pt setup, the gantry began to creep in the clockwise direction. The control console was in remote mode and pt's treatment field was downloaded. No operator intervention was occurring at console or hand control. The motion had to be stopped with the use of the motion stop button. The machine monitor shows a communication error as well as several controller 0 events all associated with end of travel errors including gantry axis collimator axis, y1 and y2 axis. The site rep reports no controller or communications I/l's display. No info was reported that suggests a mistreatment or serious injury has occurred.